Manufacturer narrative:
Product event summary: it was determined at analysis that the external pulse generator (epg) liquid crystal display was defective due to the lower part of the display missing two lines, all bails and bail covers were missing, and the battery failed the removal time test due to defective super caps. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was unable to be determined why the external pulse generator (epg) was returned. The epg tested out-of-specification on manufacturer's analysis. There was no patient involvement.